Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it having low inspiratory tidal volume (vti) levels was initially confirmed, however, during subsequent testing of the device the reported issue could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device's inspiratory tidal volume (vti) levels were low. There were no reports of patient involvement associated with the reported event.